Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. The device was not in patient use. During the manufacturer's evaluation of the device a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.